Manufacturer narrative:
(B) (4). The customer's product has been requested back for an investigation. A follow-up report will be filed once investigation results are available. Customers and retailers have been informed through the adc fa16may2006 letter.

Event description:
Customer reported receiving an error 4 on the display of their freestyle flash blood glucose monitor when a test strip was inserted. While adc customer service was troubleshooting, it was discovered that the unit of measure can be changed, which suggests the memory overwrite malfunction has occurred. There was no report of death, serious injury or mistreatment associated with this event.